Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor displayed a service code 110 (over voltage cleared no energy). The cause for the monitor failure was isolated to a defective u1 switching regulator on the monitor c/a board. The u1 component was shorted to ground. The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete functional testing.